Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shut down unexpectedly, the device alarmed prior to shut down. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was neither a delay in therapy, nor medical intervention reported due to the event other than the ventilator swap. No patient or user harm reported. The customer reported that the v60 ventilator had shut down unexpectedly. Prior to shutting down, the customer heard an unspecified high alarm. This investigation is ongoing.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the event log was reviewed, and a "vent inoperative 1009 pressure regulation high" message was recorded. The se reported that the issue was not duplicated at the repair center. The device was returned to the customer at their request.